Manufacturer narrative:
The production record for this lot was reviewed and everything was in order and all product release specifications were met. At this time, it is not known whether the subsequent surgery has been performed. A follow-up call to the surgeon will be made to ascertain the pt's condition.

Event description:
A female underwent initial surgery for a hernia repair in 2006. One month prior, another device had been implanted. This repair failed because the device pulled away from the sutures. The surgimend was implanted at the surgical site to complete the hernia repair. The pt returned. A CT scan indicated that the surgimend was intact but had pulled away from some of the sutures. A subsequent surgical repair was to be scheduled.